Event description:
On (B)(6) 2024, dr. (B)(6) performed a stent on a hepatic artery and a sac fill of a gastroduodenal artery (gda) aneurysm where 70 imp-fx-12 plugs were placed using a 7f medtronic launcher guide catheter and 180cm amplatz s. S. Guidewire. The physician accessed the hepatic artery first using an 8f x 90cm terumo destination sheath which the 7f medtronic launcher was delivered into/through. The physician also used 3 gore viabahn vbx stents to eliminate perfusion of the gda aneurysm. At the end of the procedure, embolization was complete, there was no flow in the gda aneurysm, and no perfusion of the sac from the hepatic aneurysm. The procedure was completed, and the patient was in stable condition. The patient remained in the hospital per normal procedure, but 3 days later on (B)(6) 2024 experienced a rupture of the abdominal artery and the patient expired. Under computed tomography (CT) scan, the physician could not identify which artery was ruptured. It was reported that "dr. (B)(6) does not believe it was the gda that ruptured, given that it had been embolized and excluded, i.e., no longer perfused and pressurized by the hepatic artery."

Manufacturer narrative:
Based on the information received, the patient had undergone procedure on (B)(6) 2024 of a stent on a hepatic artery and a sac fill of a gastroduodenal artery (gda) aneurysm using imp-fx-12 devices. 70 devices were deployed to the target site without any incident using a 7f medtronic launcher guide catheter and 180cm amplatz s. S. Guidewire. The physician accessed the hepatic artery first using an 8f x 90cm terumo destination sheath which the 7f medtronic launcher was delivered into/through. The physician also used 3 gore viabahn vbx stents to eliminate perfusion of the gda aneurysm. At the end of the procedure, embolization was complete, there was no flow in the gda aneurysm, and no perfusion of the sac from the hepatic aneurysm. The procedure was completed, and the patient was in stable condition. The patient had expired on (B)(6) 2024 due to a rupture of an abdominal artery. Under computed tomography (CT) scan, the physician could not make a determination (of which abdominal artery ruptured or why it ruptured) based on the information gained from the imaging study. It was reported that "(B)(6) does not believe it was the gda that ruptured, given that it had been embolized and excluded, i.e., no longer perfused and pressurized by the hepatic artery." No additional evaluation was performed at the time of the event as well as no autopsy or further examinations were performed to confirm the cause of death. A review of the lot history records and accompanying lot release reports identified no quality issues related to the device performance or indicative of a device malfunction which could be attributable to the event. However, without additional information the specific root cause associated with the event cannot be definitively determined. Note: two lots were used during treatment and there is only space on the 3500a form to list expiration and manufacturing dates for one lot. Below is the complete information for both lots. F24020501u (67 imp-fx-12 devices), manufacture date: 02/15/2024, expiration date: 05/15/2027. F22122104u (3 imp-fx-12 devices), manufacture date: 01/18/2023, expiration date: 01/18/2025. A supplemental report will be filed should additional information be received. Shape memory medical inc. Complaint reference number: (B)(4)